Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported positioning failure appears to be due to challenge patient anatomy. The reported unspecified tissue injury appears to have been an outcome of the reported positioning failure. The reported patient effect of unspecified tissue injury is listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was difficult during the procedure. One clip was successfully implanted on a2p2. A second clip delivery system (cds) was advanced however the leaflets could not be grasped therefore the cds was removed. It was noted there was potential chordal rupture and leaflet damage. A third cds was advanced and the leaflets were grasped however there was not a sufficient reduction in mr. During removal the cds interacted with the chordae causing potential leaflet damage. Troubleshooting was performed and the cds was removed. The procedure aborted with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.